Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a merlin.net transmission, noise and high thresholds were noted on the right ventricular lead. No additional information was available and no patient symptoms were reported.